Event description:
It was reported that the pcu displayed system error and shut down during unspecified infusions. A red biomed service tag received with pcu stated: "system error then shut its self off" date "4-25 0025". Although requested no further details were provided by the customer for this event.

Manufacturer narrative:
The customer¿s complaint, experiencing a system error was confirmed and replicated during the investigation. Battery related issues were not identified during the review of the logs. Physical inspection showed no anomalies. An analysis of the system logs identified the error event, consisting of the error code (800.8000.0) on (B)(6) 2019 at 12:17 am. The pcu was identified being turned on prior to the day of the incident at 6:32 pm on (B)(6)2019. On (B)(6) 2019 at 12:16 am, pump module (channel b) s/n (B)(4) was programmed with a remote infusion while pump module (channel a) was infusing. Channel b pump module was setup to infuse with drug ID 385, with concentration of 20mg/100ml and a dose of 0.2mg/hr. The rate of infusion was programmed at 1ml/h with a vtbi of 100mls. The pvi was recorded at 0.0ml. After entering the programming parameters, the system soft start key was pressed while a flow stop open alarm was exhibited. A minute later, the user pressed the restore soft key to start the infusion. A second after pressing the start soft key, a system error 800.8000.0 was inadvertently produced. Seconds after the error event was noted, the system was powered back on again. Testing of the pcu, consisting of key replication, simulating the user¿s programming steps, produced the reported system error. The root cause of the customer¿s complaint of a system error is attributed to a software anomaly when the user selects two functions at the same time or in rapid succession. In this case, the door was closed after a ¿safety clamp open/close door¿ alarm and in rapid succession, the start soft key button was pressed to start an infusion placing the system in the error condition.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Requested patient demographics however not provided by customer. Pcu sn (B)(4) - manufacturer number not provided.

Event description:
It was reported that the pcu displayed system error and shut down during unspecified infusions. The biomed stated ; "new brains are having battery issues". A red biomed service tag received with pcu stated: "system error then shut its self off" date "4-25 0025".although requested no further details were provided by the customer for this event.